Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding patient receiving intrathecal lioresal 2000 mcg/ml (dose 575 mcg/day) via an implanted pump. The baclofen lot number was unable to be obtained. Indications for use (IFU) were listed as cerebral palsy and intractable spasticity. The patient's medical history included cerebral palsy and other medications the patient was taking at the time of the event were unable to be obtained. On (B)(6) 2016 the pump pocket was being revised because the pump was too mobile and was simply being tied down. However, upon opening the pocket, 10cc of cloudy fluid poured out of the pocket. The patient complaining that the pump moved in her abdomen was what led to the event. A gram stain was done and cultures were taken from the fluid in the pocket. The gram stain showed white blood cells, but no bacteria. The cultures were not available at the time of this report. The pocket was washed out with hydrogen peroxide and irrigated with bacitracin. The pump was tied down and the pocket was closed. The issue was resolved at the time of this report and the patient's status was "alive - no injury."

Event description:
Additional information was received from a company representative (rep) indicated there was not a definitive cause for the excessive mobility of the pump. If additional information is received, a follow-up report will be sent.